Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cooling tubing leaked, resulting in the cooling system in the antenna to be out of order. The defect was found at the beginning of the procedure. They used a new device to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.